Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The patient alleges vibrations and sounds are not working well, patient got on the phone to troubleshoot, stated that the tones and vibrations work but do not seem as load as they previously were and the vibrations are not as they used to be as well and sounds are set to high. There is no improvement with battery changes. Customer support advised the patient to switch to an alternate delivery plan if the alarms fail to wake him at night or cannot be heard in the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: . The pump has audio sounds but no vibratory sounds when powering up to the verify screen. Confirmed all sound settings were set to ¿vibrate.¿ still no vibration during testing. Removal of the pump cover and a visible examination showed that the vibrate motor pins were not making a connection with the printed circuit board.. Adjusted the vibrate motor pins. Replaced cover and re-started pump. The vibratory function returned to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.